Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, embedded in wall of the inferior vena cava, struts perforated and detached. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached strut retained in the inferior vena cava; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, embedded in wall of the inferior vena cava, struts perforated and detached. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached strut retained in the inferior vena cava; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, one month and seven days of post deployment, abdomen single anteroposterior view showed that an inferior vena cava filter was present at l2-l3. Around, fourteen days later, computed tomography of abdomen and pelvis without and with contrast demonstrated that there was an inferior vena cava filter. Around, four years and two months later, the patient reported the low and upper back pain. Around, six years and seven months later, computed tomography of abdomen and pelvis without contrast demonstrated that there was caval perforation. All of the upper struts except the left anterior most perforated the inferior vena cava. 1 of the more central struts perforated the inferior vena cava and terminated anterior to the aorta but did not appear to perforate the aorta. A posterior strut perforated the inferior vena cava and terminated anterior to the l3-l4 intervertebral disc. 2 o¿clock strut perforated 16.3 mm along the periphery of the abdominal aorta. 5 o¿clock strut perforated 4.2 mm. 12 o¿clock strut perforated 10.0 mm. There was a right sided tilt of 7.33 degrees. Migration was noted. Caval filter was seen in inferior position at the bifurcation and was 3.4 cm distal to the renal veins. Broken struts were seen anteriorly and was completely extruded anterior to the inferior vena cava without perforation of adjacent structures. Around, three months and sixteen days later, inferior vena cava filter retrieval was attempted. Ultrasound guided access of the right internal jugular vein was accessed with a micropuncture needle, and an 018 wire was advanced into the superior vena cava. A mini sheath was advanced over the wire and the skin was incised with a #11 blade and dilated with a curved hemostat. An 035 glidewire was advanced and a 6 french sheath was also advanced. Serial dilation with an 8 and 10 french dilator was performed. Next the cook retrieval sheath was advanced over the amplatz wire and parked in the infrarenal inferior vena cava. The inner dilator of the sheath was removed, and the snare was introduced through the cook sheath. The filter was noted to be tilted to the right about 30 to 35 degrees. Proximal bullet was attempted to snare and was successful. However, the struts of the filter were unable to collapse and retrieved. A glidewire was advanced over the wire and cavogram showed that the distal inferior vena cava was most likely occluded. Attempt at filter retrieval was unsuccessful. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter tilt, filter limb detachment, retrieval difficulties and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10:(expiry date: 09/2010) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.